Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -11.5/+2.00/090 into the patient's left eye (os) on (B)(6) 2022. Within the initial surgery the lens was removed and replaced intra-operatively for a longer length lens due to low vault. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
(B)(4).